Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient lead migrated, also fairly intense burning near the ins pocket, regardless of system being on or off. Patient does not describe any non-compliance as it pertains to restrictions, patient reports no falls or accident s. Impedance and connectivity normal. Reprogrammed systems to appropriate landmarks for differential target multiplexed (dtm). New x-ray taken today to confirm the location. The issue was resolved.